Event description:
It was reported that after the intra aortic balloon was inserted and connected to the pump, the pump alarmed, "volume loss." This occurred several times, and it was decided to remove the intra aortic balloon. There were no patient complications.